Event description:
During manufacturing inspection, it was discovered that there may be open connections in soldering of the alarm component to the alarm module printed circuit board contained in plv units and repair kits. Potentially affected product was segregated and reinspected. During inspection, it was discovered that ten repair kits and four units did not pass visual soldering inspection. It was determined that the possibility of an alarm failure resulting in pt harm due to open solder connections is remote. There were no reported adverse events associated with the open connections for the alarm module.